Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: how was procedure performed? Lap. What type of anastomosis was created? End to end. Which purse-string suture technique was used? Use a reusable purse string device with prolene sutures. Who fired the device? Surgeon¿s partner. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes . Were there difficulties inserting the device? No. How was it confirmed that the anvil was secured to the trocar? A click was heard. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Heard the audible crunch, there was nothing unusual when firing the device. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unknown but the device was within in the green zone. Did the red safety remain engaged until firing? Unsure since he did not fire the device, but would imagine that it was. Was the breakaway washer completely cut through? Yes. Were staples observed anywhere? No. Was the safety reset before removal attempted? Unsure. Were there two complete tissue donuts? Yes and they were sent to pathology along with the anvil. Were all tissue layers present in both donuts when inspected? Yes. What was the indication for surgery? Diverticulitis. Has the patient undergone any radiation or chemo therapy? No. What is the patient¿s present condition? Discharged home.

Event description:
It was reported that during a colostomy reversal procedure the device cut but no staples deployed. The procedure was converted to an open procedure. Vicryl suture was used to control the leak and the colostomy reversal was completed. After the procedure the patient was in stable condition. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
Spoke with the surgeon and additional information was obtained. The surgeon confirmed that procedure and indicated that the stapled rectum stump has been previously closed with either an endo gia, contour, or tx. He did not to take down the stump. He closed the colostomy site laparoscopically.